Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which this right ventricular (rv) lead had passed electrical testing. Further, it was noted on visual observation that there were multiple cuts in outer insulation only and the outer coil was slightly offset from terminal pin, most likely due to removal of suture sleeve and cuts were also noted in suture sleeve.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was received indicating that the cause of high threshold was unknown. Moreover, this behavior was attributed to the lead. This rv lead was explanted. No additional adverse patient effects were reported.